Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, via regulatory agency, an intracapsular rupture and a capsular contracture (baker grade ii). The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.2, d.4, d.6, d.10, g.1, g.5, h.3, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, opening curved and yellow particles on the shell. A visual and microscopic analysis was performed which identified: striated opening on radius and striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported, via regulatory agency, an intracapsular rupture and a capsular contracture (baker grade ii). The device has been explanted. This record relates to the right side.